Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had become dislodged one day post-implant. The physician attempted to reposition the ra lead, however the lead was unable to be fixed in the tissue due to an issue with the fixation mechanism. The physician elected to explant and replaced the lead successfully. No patient complications have been reported as a result of this event. In addition, it was noted that the sales representative inadvertently registered the wrong serial numbers for the patient's system. The information was corrected and a new identification card was sent to the patient with a data correction letter.